Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the device was found to engage in patient monitoring, but the measurements were difficult to read due to lcd display distortion. The lcd display was found to be defective. The screen was replaced, and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.

Event description:
The customer reported the display jumps from screen to screen like someone is touching the screen. No consequences or impact to patient were reported.